Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identified (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified and confirmed the low voltage fault was valid. Technical services (ts) assessed that the battery voltage began dropping in an irregular fashion and could possibly be related to an internal electrical short of the battery, however, root cause cannot be determined until device is sent back for investigation. As a result, device replacement was recommended. This ICD remains in-service. No adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identified (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified and confirmed the low voltage fault was valid. Technical services (ts) assessed that the battery voltage began dropping in an irregular fashion and could possibly be related to an internal electrical short of the battery, however, root cause cannot be determined until device is sent back for investigation. As a result, device replacement was recommended. This ICD remains in-service. No adverse patient effects were reported.